Event description:
During a treatment procedure to place a greenfield filter, the legs did not fully deploy. The physician stated that the filter was in proper position within the patient, however, when it was deployed, only one leg opened. An ap x-ray was taken and the remaining legs appeared to be tangled up with one another. The physician is unsure of protection from future thromboembolic events, however, he elected not to place a second filter at the time of this procedure.